Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, before use, the two reloads could not fire. The scrub nurse tried to change and assemble again, but the product did not work. They changed to another product to complete the case. There was no patient injury.